Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: analysis of the returned device identified that the weight of the device was within specification, a fold crease and white particles were in the shell. A split in patch area was observed, it is out of specification per (B)(4) and was characterized as a workmanship. Cloudiness in the gel was observed after autoclave cycle. Based on the device analysis the final assessment is: split in patch area, assessed as workmanship. Further investigation: the review of the documentation associated to the manufacturing process indicates that all devices with work order 3106220 were released in accordance with allergan medical¿s procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. Based on the additional analysis performed for the fis involved in jan 2018, there are no similarities or patterns with data from this analysis related to this specific month and all the correspondent investigations found no issues associated to either events. See ¿p-chart of split in patch and additional analysis for gel implants¿ attached. According to the device analysis performed in the laboratory, it was observed a defect (ss) on patch according the (B)(4) this defect is considered a workmanship. This condition is not related to the reported event. Considering that there is not an adverse trend for this type of event no additional actions are deemed required at this time. The issue with split in patch will continue to be monitored and corrective action taken in the future if deemed appropriate. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: capsular contracture baker grade IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side capsular contracture baker grade IV. Device has been explanted.